Manufacturer narrative:
On (B)(6) 2019, additional information was received stating that the event of arrythmias was inactivated. Since this event is inactivated; however, it was already reported to the FDA, any additional updates received will continue to be reported. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on (B)(6) 2019 stating that for the event of arrythmias (unspecified) a dc cardioversion was also initiated. In addition, for the event of arrythmias (unspecified), it was initially reported that the principal investigator assessed this event as not investigational device related and possibly index procedure related. Additional information was received on (B)(6) 2019 stating that the principal investigator re-assessed this event as not investigational device related, and not procedure related. Since the event was re-assessed as not investigational device related and not procedure related, this event is no longer considered MDR reportable. However, since it has already been reported to FDA, any additional updates received will continue to be reported. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the product was not returned for analysis as the customer is retaining the product, no product failure analysis can be conducted and no determination of possible contributing factors could be made. The manufacturing record evaluation (mre) review cannot be conducted because no lot number was provided by the customer. Manufacturer's ref. No: (B)(4).

Event description:
This event is associated with a clinical trial, sponsored by biosense webster, inc. Initially, the principal investigator assessed this event as an atrial flutter. The atrial flutter was assessed as not reportable as it was a recurrence of a pre-existing condition as no new patient consequence occurred related to the product or procedure. On (B)(6) 2019, additional information was received stating that the principal investigator updated the event to arrhythmias. Therefore, this event has been reassessed to a serious injury as of (B)(6) 2019. It was reported that a (B)(6)-year-old male patient underwent an ablation procedure for paroxysmal atrial fibrillation with a thermocool® smart touch¿ bi-directional navigation catheter and suffered arrhythmias requiring medication, pharmacologic cardioversion, and re-ablation. On post-procedure day 113, the patient developed arrythmias (unspecified). An unspecified medication was administered. Pharmacologic cardioversion was initiated. Re-ablation was performed. Patient required extended hospitalization as a result of the adverse event. Issue was resolved without sequelae. Principal investigator assessed this event as mild in severity, serious, not investigational device-related, and possibly index procedure-related.